Manufacturer narrative:
The hill-rom technician found both foot end brake casters worn out causing them not to hold. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear, and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher doe snot move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both foot end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes will not hold at foot end of the stretcher. The bed was located at the account in the cath lab. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).